Manufacturer narrative:
Concomitant medical products: product ID: unknown lead, lot number: unknown, product type: lead. Product ID: neu_ptm_prog, lot number: unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the reporter was unable to adjust the stimulation on the patient¿s implantable neurostimulator (ins). A ¿call you doctor¿ icon was observed with a power-on-reset (por) condition noted. The patient was just implanted today and was in recovery ¿right now¿. It was noted that intra-operative procedure went well and impedances were reported as fine. The por was seen when the patient programmer was synchronized to the ins. Follow up information received 3 days later confirmed that a por with the picture of the doctor was noted and cleared with the clinician programmer (model 8840). It was not determined what caused the por condition on the patient¿s device. It was noted that the por was successfully cleared at the time of the original report using the clinician programmer. The patient programmer was also reset to ¿rectify¿ the event. The patient was reported as doing fine. If additional information is received, a follow report will be sent.